Event description:
The customer contacted physio-control requesting that a preventative maintenance evaluation be completed on their device. Upon evaluation of the device, physio-control observed that the unit would not power on. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control examined the customer's device and verified the reported failure. Physio advised the customer that the device it is no longer supported by physio and, as a result, is no longer serviceable. At the customer's request the device was returned to them unrepaired. The device has not been returned to physio-control for further evaluation. The cause of the reported failure could not be determined.